Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. The customer successfully loaded the cartridge. No additional patient or event information was available.